Event description:
The customer returned the colonovideoscope, which is an olympus asset with no reported complaint. During the evaluation of the device, no image and rough image in afi (autofluorescence imaging) mode was observed. The repair center technician assessed the condition and determined that the cause of image issue was most likely due to damaged charged coupled device (ccd) unit and corroded scope connector. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the no image was traced to corrosion on scope connector, and the image has roughness was due to damaged charged coupled device (ccd) unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.